Manufacturer narrative:
Method: device not received. Results: no eval performed. Conclusions: device not returned no eval can be performed. Device not provided to MFR for eval. Complaint type is being monitored and analyzed.

Event description:
Nurse reported medipore soft cloth tape was applied to pt's back and shoulder for securement of epidural catheter tubing. Alleges pt developed bright red fiery skin and blisters. States IV benadryl, prednisone and antimicrobial ointment were administered.